Event description:
Customer was hospitalized due to high blood glucose and dka. Nurse stated that family reported that the customer just did not have insulin in the pump. Unable to complete troubleshooting during the call. Nurse will call back once she gets the infusion set from customer's family.